Manufacturer narrative:
1. DHR/bhr review(lot#3199729): 1) this batch of products were assembled at intima ii auto line 2 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the specific site of the leakage and abnormal state of the indwelling needle cannot be confirmed, the root cause of the leakage cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: when the nurse is infusing fluids and finds that the cone connector of the indwelling needle, there is a leak, immediately replace the indwelling needle with a new one